Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the procedure that when the subject coil was repositioned, it prematurely detached inside the catheter while retracting. The physician replaced both devices and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated the returned product was confirmed to be the product reported in the complaint. During visual inspection, the subject coil delivery wire was noted to be kinked/bent. The main coil was seen broken/fractured, stretched and removed from the microcatheter. The suture was found damaged. Functional inspection was not performed as visual inspection results proved sufficient. Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was returned, and the reported event was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received stated that the device was inspected prior to use and no issue was noticed. After detachment, no portion of the coil protruded out of the aneurysm or into the parent vessel. The device was returned for analysis and the coil delivery wire was found to be kinked/bent, and the main coil was found to be broken/fractured, stretched and removed from the microcatheter. In the case of this complaint it is most likely that when the device encountered difficulties during the clinical procedure, the damage caused to the delivery wire and main coil was due to handling and manipulation of the device. The as analyzed events of main coil broken/fractured during use, main coil stretched and main coil suture damaged will be assigned with an assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed event of coil delivery wire kinked/bent as the issue is associated with handling of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. An assignable cause of not confirmed will be assigned to the as reported event f main coil prematurely dethatched/separated during use as the coil was found to be still attached during device analysis.

Event description:
It was reported during the procedure that when the subject coil was repositioned, it prematurely detached inside the catheter while retracting. The physician replaced both devices and the procedure was completed successfully with no clinical consequences to the patient.